Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-00192. It was reported that both of the patients' cervical leads had migrated. Surgical intervention was undertaken on (B)(6) 2022, where both leads were explanted and replaced. Therapy was restored post-op.